Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissor (mcs) instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that the monopolar curved scissor (mcs) instrument was observed to have a broken conductor wire. There was no reported patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken grip cable at distal end. No damage was observed on the conductor wire. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue with the black cable was identified prior to start of the procedure with ports placed. The procedure was completed with the original configuration.

Event description:
Refer to h11 for follow-up information.